Event description:
It was reported that the battery gauge was observed to be fluctuating and subsequently the pump shutdown. When the pump was powered on, the pump would no longer charge. Customer¿s blood glucose level ranged from 122-123 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.